Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was concern for the patient¿s fast rates around 120 beats per minute (bpm). The patient was given atriove ntricular (av) nodal blocking medication. The implantable cardioverter defibrillator (ICD) was programmed atrial sensing ventricular pacing and tracking at 120 bpm at the time. It was also noted that the patient had device adjustments recently and turned on atrial preference pacing. It was further reported by the physician that they have not been able to slow the patient¿s rates, and it was su spected that there was pacemaker mediated tachycardia (pmt) intervention, but it was off, and this was not able to be confirmed via the transmission. Follow up with the clinic indicated that the patient was started on new medicine to address the pmt. The device remains in use. No further patient complications have been reported as a result of this event.